Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, the embolization was performed using n-butyl-2-cyanoacrylate(nbca) toward the inferior mesenteric artery, lumbar artery and within the aneurysm sac. Although information on the circumstances leading to the embolization was not available, reportedly it was possible that a type ii endoleak with aneurysm enlargement was treated. On an unknown date, it was also reported a possible type I endoleak. On (B)(6) 2023, a reintervention was performed. The intraoperative angiography confirmed a proximal type I endoleak, and an additional stent graft was implanted into the proximal side. The patient tolerated the procedure. It was reported that the patient's proximal neck was a reversed taper shape. The procedure date of embolization was unknown. No detailed information was available regarding the embolization treatment, events such as a type ii endoleak and aneurysm enlargement.

Manufacturer narrative:
Code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. Code c19-a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records. Code a26-no further information was available surrounding the issues reported in this case. As the device remains implanted and was therefore, not available for engineering evaluation, a definitive root cause could not be determined for the reported issue. Additionally, no further information was available regarding this case. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.